Event description:
According to surgeon, knee became infected 8-9 mos post-op after an acl reconstruction (dates & times undefined) using an 8 and 9 x 23mm milagro screw, and allograft. No cultures were detected. Bone blocks light up on MRI. At this point in time, the pt is being treated with antibiotics, the fixation devices still reside within the body, and the pt's condition is not known at this time, however, revision surgery may yet happen. See also associated MDR 1221934-2008-00178.

Manufacturer narrative:
At this point in time, we are in the info gathering mode. When all that can be had is had, an eval will take place and the conclusions of the eval will be the subject of a follow-up report.